Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-05, information was received from a patient regarding their implantable neurostimulator (ins). It was reported that his ins battery is depleted. Patient was told the rep would need to meet with at hcp office to restart the ins. Patient stated he reported this a couple of months ago. No further complications were reported. On 2020-feb-21, additional information received from a manufacturer representative (rep). It was reported that two trickle charges were attempted and neither woke up the ins. The rep was going to try 3 more times, but not until mid march. The device was confirmed to be overdischarged. No further complications were reported. On 2020-mar-20, manufacturer representative reported they have not been able to get together for trickle charge #3-5 yet. No further complications reported/anticipated. On 2020-apr-21, additional information was received from the rep. They reported that they were planning on meeting with the patient on (B)(6) 2020 to continue addressing this event, and requested additional follow up be sent to them on may 25, 2020. No further complications were reported or anticipated. On 2020-may-28, additional information was received from the rep. It was reported that the patient cancelled the appointment. Rep called the patient on (B)(6) to see if they can reschedule. Texted too. Nothing back at all. If patient calls rep back, he will do whatever is best to meet patient's schedule. But if not, rep will check with patient on (B)(6) and try to schedule any day that week or the following monday. No further complications were reported. On 2022-08-31, additional information was received from a physician office via a manufacturer representative (rep) that patient's ins has been depleted for 2 years. Caller wanted to discuss recovery of ins of an overdischarged ins. Caller reported per patient an attempt to recover previously and caller believed the ins may be at eos due to multiple attempts. Reviewed previous call records and it does appear in 2020 that an attempt may have been made to recover ins. Recent inquiry from MRI tech reported per patient the ins has been dead for 4 years. Caller indicated wednesday hall as the managing hcp (unable to find in cmf contacts). Caller does not know if patient wants ins removed but that was also discussed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported they could not verify eos as they did not meet with the patient (pt). Rep spoke to hcp and supplied hcp with overdischarge form to fill out to get an MRI. Overdischarge not resolved. Paperwork provided on (B)(6) 2022 to hcp and talked to pt about provided paperwork. Weight was not available.